Manufacturer narrative:
A representative went to the site to preform system check out. It was reported that there were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intraoperatively for a procedure. It was reported that the site was unable to verify the mr8 using the a 14mh30 tip. They could see the drill in the tracking window but when they tried to verify they did not get a distance or angle to target value. Site changing drills. There was no harm to patient present and there was a delay of less than one hour. Additional information noted that this was for a spine procedure. It was also noted that there was no actual error message. Ultimately, it was just the angle the drill was being held in divot